Event description:
The patient reported infusion set cannula was bent and caused insulin flow blocked alarm and it has been in use for 8 hours on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 2. E1: patient city: (B)(6). Patient country: mexico. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.